Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) after turning on the device, the screen appeared blurry. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse re-plugged the video signal cable. Afterwards, the fse did not find the blurred screen phenomenon again. The equipment passed the performance and safety test to factory specifications, and the unit was working normally. The unit was delivered to the customer for normal use.

Event description:
N/a.